Manufacturer narrative:
(B)(4). The complaint indicated a hole found in the tyvek. No tyvek or other packaging materials were returned for analysis. Only the device with bubble-wrap returned. Analysis cannot confirm hole in tyvek. If the package becomes available, please return it to the analysis site for evaluation of the complaint issue. Complaint not confirmed. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown procedure, there was a hole in the tyvek. The device was not used on the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned.